Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the ground wire for the charging board was damaged on the centrifugal battery. The wire was pinched between the housing of the unit and the base. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. There will be no product return due to availability of replacement.